Event description:
The pt was implanted with a left ventricular assist device. Approximately 3 and a half years post-implant, the pt had an intermittent red heart alarm while at home. The pt called emergency services immediately and was transported to the implanting center. Once the hospital, the red heart alarm reappeared and the pt became unconscious. The perfusionist replaced the system controller without resolution of the alarm. The pt was then switched from power module support to battery support and the red heart alarm stopped and the pt regained consciousness. The pump had stopped and restarted within a few seconds. Damage to the external portion of the percutaneous lead was suspected. The manufacturer's trained technical service personnel was informed and after eval, a repair to the external portion of the percutaneous lead was performed.

Manufacturer narrative:
The device remains implanted. The section of the percutaneous lead removed during the field repair will be evaluated. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.